Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirmed the customer reported complaint "insufficient grip and coagulation according to surgeon". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Electrical continuity and energy delivery tests were performed and passed. No insufficient gripping or coagulation were observed during in-house testing. Visual inspection was performed and found no damage. No grip misalignment observed. Root cause is no problem detected. Failure analysis identified the following additional observations not reported by the site: the instrument was found to have damage of the conductor wires insulation. No thermal damage was observed. An electrical continuity test was performed and passed. No material appeared to be missing. Root cause of this failure is attributed to a component failure. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.060 - 0.157" in length and were not aligned with the tube axis. Root cause of this failure is attributed to mishandling/misuse. A review of the site's complaint history does not reveal any additional complaints involving this product. A review of system logs for system (B)(4) with a procedure date of (B)(6) 2020, confirmed a fenestrated bipolar forceps (fbf) instrument (pn# 470205-17/lot #n13200427-0006) was used during this procedure. The fbf instrument has 10 lives allotted to it and there were 4 uses left. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: the instrument had conductor wire insulation damage with a passed electrical continuity test which could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, that the instrument had insufficient grip and coagulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.